Event description:
A patient was undergoing a cardiovascular procedure related to an anomalous coronary artery. The procedure required use of the perfusion pump. To maintain a dry field, it was necessary to place a weighted wire-reinforced medtronic cardiac sump into the non-beating left ventricle through the aortic valve. The purpose of the wire reinforcement is to prevent any debris or any structures from getting caught within the suction device itself. When it was appropriate during the procedure to remove the sump, it was found to have become entangled in the mitral valve chord. A chord had actually looped itself 360 degrees around one of the wires approximately 1/4 inch from the weighted end of the sump. The sump could not be removed by simply pulling it from the ventricle without risking destroying the valve. This situation put the patient at severe risk of damage to both mitral and aortic valves that would require valve replacement. The surgeon improvised and began trying to remove the sump by straightening the wire out from around the sump tubing. This tactic did not work as expected at first as the sump recoiled after the first wire cut and then entangled all the chords of the mitral valve. The second attempt to remove the sump was completed by anchoring the weighted end of the tubing and then straightening the wire from the proximal end, pulling it out far enough to allow a large enough wire cutter to be used to cut the wire piece by piece. Proceeding by cutting the wire in short lengths, the chords were untangled one by one until the sump could safely be removed. No damage was done to either the mitral or aortic valves as verified by intra-operative visual inspection after perfusion pump stopped and by transesophageal echo. The patient left the or in good condition after the planned surgery was completed and was discharged on day 3 post op with no further sequalae.the surgeon did not feel this particular device had any defects in its manufacture that could have allowed the chord to become so entangled around the wires in a non-beating heart.this sump type has been in use for many years and has been used by other cv surgeons to drain the ventricles. The company had recently put a contraindication statement on the packaging for this sump stating it should not be placed through a valve to drain a closed cardiac chamber. This was done after several reported (to the company)similar incidents in other hospitals. This contraindication was not made known to the cardiovascular surgeons by the company. Since the surgeon does not open these sterile packages, there would be no opportunity to see this caution statement. The scrub tech or other or staff who may have seen the warning on the unopened package did not know how the surgeon would be using this sump. The sump being used in this procedure was from our first shipment that contained this cautionary statement.